Event description:
Report received from device analysis, that the struts on the proximal stent crown of the biodivysio 2.5 x 15mm coronary stent were distorted. The report from the user facility indicated that while in the cath lab for an emergency interventional procedure the pt was noted to have a spontaneous dissection of the left anterior descending coronary artery. The artery was 90% stenosed. The lesion was pre-dilated. Another MFR's stent was placed successfully. After the stent was placed, the pt became agitated. The pt was given amidate and subsequently intubated. The physician attempted to place a 2.5 x 18mm biodivysio stent into a "very long dissection", without success. The stent and stent delivery system were removed as one unit. The physician attempted a 2.5 x 7 mm biodivysio stent without success. Another MFR's stent was delivered proximally but was unsuccessul. A 2.5 x 15mm biodivysio stent was attempted and it would not cross the lesion. Another MFR's stent was delivered proximally. A third stent from another MFR was delivered distally. The pt was extubated and reportedly did "fine".